Event description:
During a procedure on the left cfa, the paramount mini stent crossed a tight renal lesion in the left kidney. The balloon ruptured during inflation and wire access was lost. The paramount mini stent could not be recrossed and was left under-deployed, but in the renal artery. No injury to the patient was reported.